Manufacturer narrative:
(B)(4). The device has been requested and the evaluation is pending. A follow up report will be submitted with the results of the investigation once it is complete.

Event description:
Customer reported that during an infusion, the tubing cracked and leaked epinephrine at the connection to the micro clave valve. Patient required multiple epinephrine boluses with low blood pressure requiring full resuscitation. Although requested, no additional patient or event details were provided.